Manufacturer narrative:
E1: patient city: (B)(6). Patient country: unites states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 18-may-2024, it was reported by the patient that infusion set tape not sticking. Infusion set fell off at the time of taking shower. No further information was available.